Event description:
The ventilator was found inoperative after a x-ray procedure with fail to cycle alarm, control panels leds locked and displaying 8's. The inoperative condition apparently occurred in the x-ray dept. During the procedure.